Manufacturer narrative:
Per the tandem user guide, ¿your sensor gives you sensor glucose readings for up to 10 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 41 mg/dl, and the meter bg reading was 140 mg/dl. Reportedly, the sensor had been worn longer than 10 days. No additional patient or event information was available. Tandem technical support instructed the customer to use a new sensor.